Manufacturer narrative:
Submit date 11/19/2007. Per tyco healthcare sales rep, "it was brought to our attention by several staff members that there are some improper techniques being used for attachment and removal of the fse. In regards to attachment, an observance was that the fse was sometimes continually rotated past the point of when gentle resistance was encountered. In regards to removal, some were cutting the wires, rapidly pulling them apart, then pulling the electrode from the fetal head." An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 10/24/2007, that a costumer had a problem with a fetal spiral electrode. The customer stated, that the baby had a "significant head wound". The customer reports, that the infant required sutures.